Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 180mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No alarm for a compromised force sensor system could be verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.